Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: high chromium and cobalt levels. Small hip joint effusion. Fluid collection along posterior aspect of hip. Increasing large pseudotumor and rising metal ions. No symptoms. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 00771301000 item name modular femoral stem press-fit plasma sprayed cementless. Size 10 lot # 60806865. 01.00185.146 item name head adapter m/0 12/14-18/20 lot # 2516387. 01.00634.054 item name zimmer mmc cup 54/46mm code l lot# 2520777. 01.00181.460 item name metasul large diameter hd 46/l lot # 2504878. The device will not be returned for analysis as it currently remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient will undergo a future revision 14 years post implantation due to elevated metal ion levels and an MRI displaying a fluid collection and debris. The patient is currently asymptomatic and will undergo a revision next year. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b3, b4, b5, e1, g3, g6, h2, h11.

Event description:
It was reported that the patient underwent a revision procedure 15 years post implantation due to elevated metal ion levels and an MRI displaying a fluid collection and debris. There is no further information available at the time of this report.